Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device disposition is unknown. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that on the (B)(6) 2015 a replacement of the cruciate ligament surgery took place. The surgeon did the transfix technique with semitendinosis tendon and placed tibial the biocomposite interference screw for fixation. After surgery the patient complaint about post-operative pain (date of complaint by patient unknown). The customer performed a magnetic resonance imaging which revealed a broken fragment of the screw which is not fixed into the bone. (The facility cant provide pictures of the MRI) the surgeon decided on a arthroscopic revision surgery to remove the broken fragment. The revision took place on the (B)(6) 2017.